Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous distal left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure lost image occurred, and air was not cleared during the preparatory flushing. The procedure was completed with another of same device. There were no patient complications.